Manufacturer narrative:
Device not returned. Ccds staff has been in contact with the hcp, explaining the decontamination process, the chemicals used (including sdss), provided a link to faqs for hcps as well as advised that some hcps air the bags of masks out prior to use.

Event description:
User reported strong odor. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.